Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the implant procedure, the atrial lead had become dislodged. The lead also exhibited a loss of sensing and a loss of capture. The lead was repositioned successfully the same day. The patient's condition post procedure was good.